Event description:
A customer contacted a baxter technical service representative (tsr) regarding a tina hemodialysis instrument. The bio-med reported that the instrument has a burnt smell and smoke in the back of the machine. No patient injury and no medical intervention were reported. During a follow up call in 2009, a technician at the facility stated that the smoke could be smelled and was visible a little. He stated that the event date was a few days earlier. This occurred after patient use. The patient had finished the treatment and was disconnected from the machine. There was no medical intervention or hospitalization as a result of this incident. The patient was fine. The instrument is awaiting repair at this time.

Manufacturer narrative:
.